Manufacturer narrative:
Additional information provided in h.6. And h.11. The equipment manager was present and reported there were no system messages or occlusion bells present during the events. They found that when they changed out the fluidics management system (fms) cassettes to another lot number during each event, the issue resolved, and both procedures were completed without further issue. There was no issue found with the system. The cassettes were disposed off and there is no pictures or video to provide. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the cassette did not build vacuum during cataract surgery with intraocular lens implantation. The procedure was completed by replacing the cassette with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).